Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product left conforming to print as there is no evidence that states otherwise. Product likely failed due to misuse by instrument being put through bending overload, and/or not inspected for wear and disfigurement which may have prevented the use of the instrument and its failure. The root cause could not be determined. A summary of the investigation has been sent to the complainant. Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2014-04946.

Event description:
It was reported that the instrument fractured when product was returned for a different complaint file with no rga or complaint number attached. The sales rep cannot remember anything about the extra inserter, however, believes it may have been for another complaint that may have been mixed up while returning items. No additional information was provided. Attempts have been made and no further information has been provided.